Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead had low impedance. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.